Event description:
A peritoneal dialysis pt's husband has reported that a leak occurred during the second fill of the treatment. Pt's husband noticed water under the cycler. The leak location could not be identified. He states there are no ill effects or antibiotics taken; effluent has remained clear. There is no sample available for evaluation.